Manufacturer narrative:
Patient identifier: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a r2p intervention of the right superficial femoral artery (sfa) via right radial access was performed using the r2p destination slender sheath involved. The sheath was advanced over a stiff angled glide wire. After a successful atherectomy, a balloon, misago stent, and the sheath were removed. When initially pulling back on the sheath, the doctor noticed the sheath started to separate. The initial pull was done without a dilator. The dilator was put back in then the stiff angled glide and the sheath were removed without further separation. There was no injury to the patient. The patient was in stable condition. The procedure outcome was successful. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One r2p destination slender was returned for product evaluation. The returned device included the sheath and dilator. The returned device was subjected to visual analysis. There were signs of stretching on the sheath around 22.9cm, 29.5cm, 46.4cm to 48.8cm and 97.5cm from the sheath tip. The complaint can be confirmed for mechanical damage however, the complaint cannot be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is there sone resistance that restricted the motion of the sheath during withdrawal. Insertion of the dilator and stiff guidewire added some mechanical integrity to the sheath and allowed the sheath to be removed without further stretching. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).